Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, and a water-based liquid contamination was observed on the sensor¿s pcba (printed circuit board assembly). The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer received a high glucose sensor reading of 400 mg/dl and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Although the customer did not experience any symptoms associated with hyperglycemia, the customer was unable to self-treat and had contact with a healthcare professional (hcp) at the hospital who obtained a blood glucose test result of 112 mg/dl on the hcp meter and provided an unspecified IV as treatment. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.